Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump during an infusion set change. Customer had already reported the issue this morning and a request for a replacement was sent. Customer was advised to disconnect from the pump and revert to a back-up plan until the replacement arrives. Customer's blood glucose was 142 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer treated with the pump. Customer stated that the drive support cap appears normal and was not pressed while connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.